Event description:
It was reported that the patient had vegetation on the valve and is septic. The entire implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 383059 lead, implanted (B)(6) 2006. (B)(4).